Manufacturer narrative:
Event description, corrected data: the specific type of diagnostics test performed, which was a systems diagnostics, was inadvertently not specified in the initial report.

Event description:
Surgery to replace the generator and lead occurred. The explanted products were discarded by the explant facility.

Event description:
It was reported that high impedance was observed. It was reported that no known trauma occurred; however, the patient is developmentally delayed and cannot effectively communicate. The patient's caregiver indicated that the patient falls often, but there is no known fall that may have caused or contributed to the high impedance. It was also reported that the patient has experienced an increase in seizures and that there were numerous things that could cause the increase in seizures. The patient's mother reported that there was a recent medication change and the physician is not certain whether the increase is a result of medication compliance or the vns. The patient was referred for lead replacement and prophylactic generator replacement. No additional relevant information has been received to date. No known surgical intervention has been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
The physician observed the high impedance during a systems diagnostics test.